Event description:
This report is being supplemented to provide additional information (b5) regarding the reported event. The definitive root cause of the reported event could not be established as the device had already gone through estimation when the user informed olympus of the infections. After this notification, the device was sent for to be cultured at an external laboratory. However, the condition of the device may have been altered from its status at the user facility when culture tested as it had been through the estimation process. The probable cause has been determined as insufficient reprocessing/ brushing of the device due to abnormality of the device as follows: -the insertion tube was pinched in three places. Its biopsy channel may have been deformed. Third party culture results were received and the reported microorganism, mycobacterium chelonae, was not confirmed. Per the report, no gram negative organisms were found. The one species of bacteria that was identified, bacillus cereus is considered a ¿low concern¿ organism. It¿s an environmental organism and its presence here is likely due to contamination of the sample that was sent to the lab. Based on these results, it was determined no additional actions are needed. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Event description:
Patient 3 of 8 the device was returned to the service center with the user report of defects of the bending section and insertion tube. While the device was under manufacturer evaluation, the customer informed olympus that the device has caused an outbreak of mycobacterium chelonae infections at the facility within the time frame of 1/3/20 through 5/8/2020. All procedures were completed by a single physician utilizing this reported bronchoscope. The device was not cultured prior to being sent to olympus for evaluation. The customer reported manual cleaning using prolystica with intercept used in the medivator advantage plus, automated endoscope reprocessor (aer). The disinfectant solution used in the aer is rapicide. The channels of the device were manually brushed and then flushed using a scope buddy. Additional information has been requested but not yet provided. The device was received for evaluation and found multiple heavy dents on the insertion tube, confirming the user report. A conclusion is not yet available as results are pending completion of the investigation.